Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield, harvester dissected the vein as usual, than replaced the conical tip with the cannula. Harvester began moving into the trocar and subsequent tunnel but noticed that her c-ring was still "out". She attempted to slide the c-ring back into place but found that she couldn't. The lever for the c-ring was all the way back. And the c-ring was still well within her line of sight. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected investigation: the device was returned to the factory for evaluation. Signs of clinical use were observed. Very small amount of tissue and charred material was observed on the c-ring. No visual defects were observed. The device was evaluated for toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is present to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. The movement of the toggle could not be considered as hard and no extra force was needed to pull back the toggle. The c-ring was able to advance and retract without any difficulties. No non-conformities were observed. Based on the returned condition of the device, and the results of the investigation the complaint was not confirmed for the reported failure mode "mechanical issue; c-ring difficult to retract.¿

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield, harvester dissected the vein as usual, than replaced the conical tip with the cannula. Harvester began moving into the trocar and subsequent tunnel but noticed that her c-ring was still "out". She attempted to slide the c-ring back into place but found that she couldn't. The lever for the c-ring was all the way back. And the c-ring was still well within her line of sight. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No evidence of blood and signs of clinical use were observed on the cannula. Char and tissue was observed on the c ring. A visual inspection was conducted. The c-ring was intact. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the condition of the device as returned, the reported complaint was not confirmed for the reported failure mode ¿break/cannula/c ring¿. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield, harvester dissected the vein as usual, than replaced the conical tip with the cannula. Harvester began moving into the trocar and subsequent tunnel but noticed that her c-ring was still "out". She attempted to slide the c-ring back into place but found that she couldn't. The lever for the c-ring was all the way back. And the c-ring was still well within her line of sight. The hospital did not report any patient effects.